Event description:
During the procedure of insertion of the screw the same broke. All parts were removed from the patient.

Manufacturer narrative:
Device investigation narrative - due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. See communications for timeline. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited.

Manufacturer narrative:
One 7209679 sterile 8x30mm biosure ha screw returned. The procedure was a cross ligament reconstruction surgery. The complaint indicated that the screw broke during insertion. The implant was received in used and distorted condition. Dimensional inspection verifies that this is an 8x30mm product. There is approximately 4mm of distal length missing from the implant. This portion was not returned. The product is chewed and has been severed spirally from the distal tip upward due to entanglement with the guide wire. The condition indicates that twisting continued after the screw bound up. This is a torque and force issue. It is not known whether a starter was used. No root cause associated with the manufacture of this device could be supported. No further investigation warranted.